Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached insulation degradation at 4.5 cm from the connector pin. The cut end of the lead was consistent with procedural damage

Event description:
This report is to advise of an event observed during analysis.